Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that while recharging, the patient would start with full coupling and then suddenly would lose all coupling. The patient confirmed no codes or error message were displayed when this happens. They also confirmed they had not made any changes to charging or to the implant site. A replacement recharger antenna was sent. The patient then called back and stated the antenna did not resolve the issue. The patient was redirected to a healthcare professional (hcp) to further investigate. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.